Manufacturer narrative:
The report events were lead dislodgement and intermittent capture. A complete lead was returned in one piece for analysis. The full helix extension length was measured to be within specification. The report event of intermittent capture was not confirmed. Electrical testing, visual and x-ray examinations was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2025-17456. It was reported that the patient presented at the hospital post-implant procedure. It was noted that the right ventricular (rv) lead exhibited intermittent capture and was dislodged as confirmed via fluoroscopy. The rv lead was explanted and replaced. During the new rv lead placement, the right atrial (ra) lead was dislodged. The ra lead was repositioned. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the right ventricular (rv) lead exhibited intermittent capture. Visual diagnostic revealed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient was stable.